Event description:
The end user developed skin irritation after wearing the electrodes.

Manufacturer narrative:
It was reported that the end user had the electrodes applied for a stress test and had them in place for approximately 30 minutes. After the electrodes had been removed, he complained of itching on his neck and chest. A rash developed on his chest. He was treated with steroids with good results. Unused samples were returned for evaluation. The visual inspection did not reveal any abnormalities or defects. A root cause has not been determined. It is not known if the end user had a sensitivity to the adhesive or if there were any underlying factors that may have played a part in this incident. The facility reported that this has been an isolated incident. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.